Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Clarification: the filler was injected into the patient and is not accessible for return. The syringe was discarded. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported injecting a patient in the c1, c2, c3, c6, jw4, and jw5 2 ml of with juvéderm® voluma¿ with lidocaine. Forty-one days later, the patient was injected in the c2, c3 and c4 with 2 ml of juvéderm® voluma¿ with lidocaine. Two weeks later, the patient began to experience ¿sterile chin abscess.¿ a culture was performed that showed no bacteria. The patient was treated with predsim, clavulin, and clindamycin. The event is ongoing. This is the same event and the same patient reported under (B)(4) (allergan complaint # (B)(4)). This MDR is being submitted for the first injection of suspect product, juvéderm® voluma¿ with lidocaine.